Event description:
He work up feeling nauseous and had excessive urination. He tested his blood glucose and it was 366 mg/dl (normal range is 140 mg/dl). He stated that he checked his infusion set and noticed a leak. Upon further inspection he noticed that the tubing of the infusion set had broke at the luer lock. The pt then reported that he changed the infusion set and administered an insulin shot. No medical assistance was required. Product was requested to be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.